Event description:
It was reported to resmed that a patient had a severe reaction from wearing their CPAP mask that required them to seek medical attention.

Manufacturer narrative:
Based on the info provided by the (B)(6), the pt had a reaction to their CPAP mask that required a steroid shot and lancing to alleviate swelling, rash and irritation. There was no report of permanent injury relating to the event. The device has not been returned for an eval. Resmed has requested the mask be returned so then, an engineering eval could be performed.